Manufacturer narrative:
The device is not available for eval. No conclusion can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that revision surgery was performed because two monarch pedicle screws were broken at the neck of each device. The heads of the screws were explanted. However, the screw shanks could not be removed and remain embedded in the pt's vertebrae. Additionally, as a result of the difficulty, surgery was extended by two hours. There were no adverse consequences to the pt. See mfg medwatch report# 1526439-2011-00134 for the second screw that was involved in this event.